Manufacturer narrative:
Conclusion: hemorrhage is a known and anticipated complication with these types of procedures and are noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-00585, 00586, and 00587. The hospital discarded the device.

Event description:
The patient was undergoing a thrombectomy procedure in the left internal carotid artery choroid using penumbra system 5max reperfusion catheter, 3max reperfusion catheter, 5max separator, and 3max separator. Prior to the procedure, intravenous tissue plasminogen activator was not injected. During the procedure, aspiration was successfully performed using the 5max reperfusion catheter, 3max reperfusion catheter, 5max separator, and 3max separator. The patient was then given 5,000 units of heparin injection. A retrieval procedure was performed using another manufacturer's retriever device. The next day, the patient developed a symptomatic intracranial hemorrhage. The patient expired two days after the procedure due to intracranial hemorrhage. Physician's comment: the cause of the event was unknown, could not be identified. The relation between the event and the penumbra system was unknown.